Event description:
Procedure type: gastrectomy. According to the reporter: after the 2nd firing, the knife would not return. Add'l resection of tissue was needed to remove the device. The yellow tab might have been removed before loading. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4).